Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. It was reported that the non-return valve was not working properly. The physician had to change the sheath in order to proceed with the case. No patient consequences were reported. It was the hemostatic valve that broke. It dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air entered the patient¿s body; the patient had air bubbles in the right atrium of the heart. No patient consequences. No treatment required. The approximate volume of blood that was lost was not much. Patient did not exhibit any consequences/symptoms since the procedure was completed. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 9-mar-2023, the product investigation was completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. It was reported that the non-return valve was not working properly. The physician had to change the sheath in order to proceed with the case. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device number lot 00002052 and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Per internal review, it was identified that the product receipt was mistakenly omitted from the prior report. On 20-feb-2023, the bwi product analysis lab received the device for evaluation.